Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report that on august 19 from the local competent authority, rzn, about an event. On (B)(6) 2025, the patient visited a diagnostic center for an examination of the right knee joint. According to the report, during the MRI of the knee joint, an incident occurred and the patient was electrocuted. The examination was halted, and the medical staff called for an ambulance. However, the patient did not wait for the emergency team to arrive and went to the ambulance station independently, where he was directed to the admission department of gbu. As a result of the examination, the diagnosis was established as an electrical injury and astheno-neurotic syndrome. Outcome: the patient¿s condition improved. Based on this evidence it was decided to report this incident.

Manufacturer narrative:
It was reported about electrocution of a patient during MRI. The patient visited a diagnostic center for an examination of the right knee joint. During the MRI of the knee joint, an incident occurred and the patient was electrocuted. The examination was halted, and the medical staff called for an ambulance. However, the patient did not wait for the emergency team to arrive and went to the ambulance station independently. Astheno-neurotic syndrome was reported to be a diagnosis the patient has however, there is no information about the actual shock event. No other clinical information or medical intervention was reported. Based on details available at the time of this review, there is insufficient information to determine whether the reported harm meets criteria for serious injury. Several requests were made to receive more information to investigate this issue. Despite several reminders the information was not made available. Therefore, no further investigation is possible. Besides the achieva 1.5t mr system was installed in a hospital in japan. The hospital informed philips in january 2018 about the dismantling of the system. In (B)(6) 2025 this complaint was issued towards philips and reported that a "patient received an electric shock". Philips does not have information how the system appeared in russia and how it was installed and operated. Based on the product safety risk acceptability policy: "when a device is found to be installed, modified or placed into service outside the legal manufacturer¿s approved supply chain, release specification or approved installation and maintenance protocols, event logging and triage procedures apply per regular pms processes. Full complaint investigation, risk management, corrective action and recall programs apply only to devices released, installed and maintained under the legal manufacturer¿s authorised qms control.